Event description:
It was reported that the right ventricular (rv) lead was suspected to have fracture or had a poor interconnection between the device and the rv lead. It was also reported that a review of the ventricular-electrogram (v-egm) showed inappropriate episode detection due to sensing of noise and that the rv threshold had increased with noticeable ventricle-ventricle (v-v) intervals and some oversensing. Therefore the rv lead was capped and replaced with a new lead. The device status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: there were ten ventricular nst<=210 ms between (B)(6) 2012 09:08:35 and (B)(6) 2012 12:24:14. There was one vf=180 ms average v-cycle on (B)(6) 2011 09:54:52. The save to disk (std) review showed that the lead integrity alert triggered. There was one patient alert for lead failure predictor on (B)(6) 2012 17:22:12.